Manufacturer narrative:
The customer's reported complaint description of patient infection cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port device was returned for evaluation since there was no report of port device malfunction, damage or performance issue during use. A device history record (DHR) review of the indicated packaging lot revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Certificate of conformance for the sterilization process for the reported packaging lot was verified to be approved at time of distribution. Labeling review: the directions for use (dfu) that is provided with the vortex port device contains the following statements: product description: ports manufactured by angiodynamics are supplied as sterile devices and are intended for single patient use only. Indications for use: the angiodynamics port line is indicated for any patient requiring repeated access of the vascular system for delivery of medications, nutritional supplementation, fluids, blood, blood products, and sampling of blood. Dual models are indicated for combination therapy, simultaneous infusions, withdrawal of body fluids, and bolus delivery during continuous infusion. Contraindications: angiodynamics port systems should not be implanted in the presence of known or suspected infections, bacteremia, septicemia, and peritonitis, in patients who have exhibited prior intolerance to the materials of construction, or patients whose body size or tissue is insufficient to accommodate the size of the port or catheter. Potential complications: use of angiodynamics port systems involve potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: - infection. - implant rejection. System maintenance: venous systems. After use, the port should be flushed with at least 20 ml of normal saline. This should be followed by a "heparin lock". If the port is not being used, a "heparin lock" should be administered every 4 weeks. Arterial systems. After use, the port should be flushed with at least 20 ml of normal saline. This should be followed by a "heparin lock". Positive pressure should be maintained on the syringe plunger at all times to minimize reflux of blood into the catheter. If port is not being used, a "heparin lock" should be administered once a week. Peritoneal systems. The intraperitoneal port should be flushed after use, or once a month if not in use, with 10 ml of heparinized saline at a concentration of 10 units/ml. General guidelines. · each access of an angiodynamics port should be performed using aseptic technique. · the needle should be advanced through the septum until it contacts the base of the port body. Once positioned in the septum, the needle should not be rocked or tilted. Such movement may cause septum damage. · at no time should the system be left open to air. Tubing clamps should be used to prevent inadvertent air embolism. · when infusing into an angiodynamics port system, do not exceed 40 psi. · do not use a syringe size smaller than 10 ml. Smaller syringes may create an overpressurized system. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
On or about on (B)(6) 2017, plaintiff underwent placement of the navilyst medical, inc. Vortex, catalog number: psax-10-1, lot number: 5098600. The device was implanted by dr. (B)(6), at (B)(6), for the purpose of ongoing chemotherapy for lymphoma. Defendant manufactured, sold, and/or distributed the vortex to plaintiff, through his doctors, to be used for delivery of chemotherapy. On or about on (B)(6) 2017, plaintiff presented himself to (B)(6) where his port was subsequently removed due to an infection that caused hospitalization. As a result of having the vortex implanted, plaintiff has, allegedly. Experienced significant pain and suffering, has undergone additional surgeries, and has suffered financial or economic loss, including, but to limited to, obligations for medical services and expenses.